Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 22mmol/l (396 mg/dl), while wearing the pod between 5 and 24 hours. The pod was reportedly leaking insulin, and when removed from the infusion site (arm), the cannula was found to be dislodged. As treatment, a new pod was successfully applied. The pod was discarded.